Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor believes the treatment aggravated the condition and does not attribute the event to pre-existing factors. Align's clinical review of available records, an x-ray was taken, which does show severe bone loss surrounding the tooth. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported the patient required tooth extraction (tooth #15), which initially had no periodontal condition, no traumatic occlusion, and a good prognosis, with no expectation of extraction during treatment. The treating doctor stated that prior to aligner use, the tooth was stable, but after treatment began, the patient experienced significant bone loss and class iii mobility, leading to extraction. Medication use remains unknown. The patient is currently recovering.